Manufacturer narrative:
Pump received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform all functional testing including the operating currents, a21 error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test due to blank display. No moisture damage on motor, vibrator, keypad and electronics assembly noted.

Event description:
The customer reported via phone call that the insulin pump was exposed to battery acid. The customer¿s blood glucose level was 140 mg/dl at the time of incident. Customer states the home screen appeared on the display. The insulin pump will be returned for analysis.